Event description:
Boston scientific received information that the patient with this abdominally located implantable cardioverter defibrillator (ICD) and defibrillation leads experienced cardiac arrest. The local boston scientific field representative (fr) interrogated the device. The device displayed fault codes and was found to be in safety mode. It was reported by the patient's family that the patient had passed out and cardiopulmonary resuscitation was performed with subsequent external defibrillation. The patient's physician believed that the patient experienced pulseless electrical activity. It was also reported that the device displayed high capture thresholds. The patient was subsequently seen for a device change out procedure where loss of capture was observed in unipolar configuration. A new system was implanted in the patient's chest. There were no additional adverse patient effects reported. The device explanted and was returned for analysis. The leads were surgically abandoned. During device analysis, it was noted that the device had shocked into a shorted lead condition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.